Event description:
It was reported that the patient stated that in the past few days, they noticed that "the device is higher in their chest than before". Also, now when they lift their arm over their head, they get a "shock" and a "zap" when they touch anything and it is painful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).